Event description:
N/a.

Manufacturer narrative:
Corrected field is h6-component code. Updated fields are b4, b6-additional comments, e1-event site telephone, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) and h11. Prior to esp callback, staff powered down and rebooted the pump, after which therapy resumed successfully and the alarms did not recur. Review of the printed alarm log showed occurrences of low vacuum and gas loss alarms only, with no confirmation of a persistent internal communication failure. The patient remained stable throughout, and alternate pumps were available if needed. Esp advised that per protocol, therapy may continue if reboot resolves the issue and alarms do not recur; however, if alarms return, the pump should be exchanged and reported to biomed. The caller was instructed to contact esp again if further issues arose and expressed appreciation for the support. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm, low vacuum and internal communication failure. There was no harm or injury reported.